Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Upon conclusion of the evaluation, the cause of the issue was determined to be a use error of connecting a non-baxter device with the transfer set. The labeling of the device states, "baxter cannot ensure that the dialysis products of other manufacturers will function in a satisfactory manner when connected with baxter products." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was having issues connecting to a plastic cap adapter. A nurse indicated that the patient adapter on the transfer set was unable to be properly fitted to the plastic cap adapter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.